Manufacturer narrative:
(B)(4).the reporter stated that the event occurred approximately two months before the date of the report. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-38 alarm. This occurred before patient use. There was no patient involvement. No additional information is available.